Event description:
A surgeon reports a corneal burn cataract surgery. It is not known if there was patient impact/injury associated with this event. The surgeon has declined to provide any add'l info.

Manufacturer narrative:
Investigation, including root cause determination, is in progress.